Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This pacemaker has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information from the field representative provided the pacemaker was found to be in safety mode prior to explant. This pacemaker has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.